Manufacturer narrative:
The customer evaluated the device with assistance from a philips remote service engineer (rse). The customer stated during troubleshooting, the data acquisition printed circuit board assembly (da pcba) had been replaced in february and was previously reported under the MFR#2031642-2021-03721 and confirmed code 110b-proximal pressure sensor autozero failed error in the significant event log. The rse advised the customer¿s bio-med to re-seat the da pcba; the customer¿s bio-med followed the instruction. The device was then run for 48 hours, and the issue was resolved. The customer¿s bio-med believed that one of the solenoids pins was misaligned while replacing the da board. Operational testing was conducted, and the device passed all required testing. No parts were replaced. Following troubleshooting, the device was placed back into service. Multiple good faith efforts were made to obtain information regarding the context of the event with no response from the reporter. There was no patient or user harm reported.

Event description:
It was reported to philips that the device had a proximal pressure sensor autozero failure. The device was reported as being in use at the time of the event on a patient. There was no patient or user harm reported.